Event description:
A report was received that the patient's seroma/fluid at the pocket site was drained. The patient underwent a revision procedure wherein the ipg was moved to a different site. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that seroma was not device related.

Event description:
A report was received that the patient's seroma/fluid at the pocket site was drained. The patient underwent a revision procedure wherein the ipg was moved to a different site. The patient was doing well postoperatively.